Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The device has been returned and is pending evaluation. The investigation of the reported event is currently underway. (B)(4), (expiry date: 05/2019).

Event description:
It was reported that the peel away introducer sheath allegedly had a partial split on the handles. There was no reported patient injury.

Event description:
It was reported that the peel away introducer sheath allegedly had a partial split on the handles. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer in sheath with a 14.5 fr d/l hemostar® 19 cm str hemodialysis catheter kit was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. A photo review of the sample evaluation images was performed by the manufacturer. The investigation is confirmed for damaged sheath handle, as a crack was observed on one side of the introducer sheath handles. The cracked appeared to run in the middle of the sheath handles and ran longitudinally from the sheath to translucent plastic on the proximal end. The edges of the crack appeared to be slightly jagged near the sheath. The sheath immediately distal to the handle on the same side as the crack was observed to exhibit a partial kink. The definitive root cause could not be determined based upon available information. Potential root causes that may be contributors to the reported event listed in the pfmea are damaged, tooling, operator error, incorrect raw material used, mold not built correctly and inappropriate set-up. Other potential contributors are device handling, shipping related issues and storage related issues. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.